Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available, due to confidentiality concerns. Evaluation summary: outer tubing breach; full lead returned. The blood observed under the overlay tubing entered through the breach. This would not affect lead performance. The melts in the overlay tubing appear to be from cautery.